Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple alerts for non-sustained lead noise were received. Oversensing was observed with isometrics. Review of historical records revealed low hv lead impedance. Lead was explanted and replaced without complication.

Manufacturer narrative:
External insulation abrasion was noted at 47.6-47.9cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observation of low lead impedance and oversensing.